Event description:
It was reported that the pt developed an infection, so the product was explanted.

Manufacturer narrative:
The product was explanted and is not available for return. Therefore, an eval of the device performance was not possible. Reviews of the mfg and sterilization records were not possible as no lot number was provided. According to the instructions for use, infection is a known complication of dura-related surgery. To date, there is no data supporting the concomitant use of durepair and duraseal. Please note that the use of duraseal with durepair is an off-label use of duraseal. Medtronic strongly recommends that duraseal not be used with durepair until data to support its use is available.